Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during preparation for a device upgrade, it was noted that this implantable pacemaker battery longevity did not appear to be appropriate. Boston scientific technical services (ts) reviewed and discussed that this device power consumption was at 112 micro watts, and the comparison percentage was 263 percent that did not correlate to pacing demand and output. Data analysis was requested to have this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that during preparation for a device upgrade, it was noted that this implantable pacemaker battery longevity did not appear to be appropriate. Boston scientific technical services (ts) reviewed and discussed that this device power consumption was at 112 micro watts, and the comparison percentage was 263 percent that did not correlate to pacing demand and output. Data analysis was requested to have this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.